Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was confirmed by review of x-rays. X-rays were provided and reviewed by a healthcare professional. Images show disassociation of the tibial stem from the tibia offset adapter. Lucency surrounding the tibial stem suggest possible loosening. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: bmt 360 tib 5.0 offset adapter; p/n: 185211, l/n: 770850; bmt splined knee stm v2 13x80; p/n: 148303, l/n: 877150; bmt splined knee stm v2 17x120; p/n: 148320, l/n: 739090; bmt 360 tib aug 63x5mm; p/n: 185221, l/n: 690760; bmt 360 tib sm cruciate wing; p/n: 185650, l/n: 101390; bmt 360 tib tray 63mm; p/n: 185201, l/n: 543210; vngd ssk psc tib brg 18x63/67; p/n: 183868, l/n: 436870; vngd ssk 360 l fem 60mm; p/n: 185282, l/n: 3852858. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03979, 0001825034 - 2019 - 03980. Product location is unknown.

Event description:
It was reported the patient was revised due to knee failed into varus. Subsequently, the tibial stem disassociated from the offset adapter. No additional patient consequences were reported.